Manufacturer narrative:
The device manufacture date was documented as jul 09, 2009 in the initial report. The device manufacture date has been updated as jul 29, 2009. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was noisy and would not run in reverse. Therefore, the reported condition was confirmed. It was further reported that the device failed the power specification. The assignable root cause was determined to be due to mechanical component wear and motor or electronic control unit failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was noisy. During in-house engineering evaluation, it was observed that the device noisy and would not run in reverse. It was further reported that the device failed the power specification. There were no delays in the surgical procedure, and it was not reported if a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.